Event description:
It was reported that the right atrial (ra) lead insulation was "plowed up" near the connector pin during an implant attempt, due to a very tight fit through an introducer. The physician felt the lead integrity was not compromised, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).